Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with rash under the entire patch area. It was reported that the skin reaction was massive and spread through out the patient´s abdomen. The patient was taken to the hospital and the doctor prescribed antihistamine medication, conazol spray (anti-fungal, miconazol) and cavilon film (barrier product). At the time of the report the patient´s skin reaction was still the same. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.